Manufacturer narrative:
D9 updated; the device has returned for evaluation. The investigation is still ongoing.

Manufacturer narrative:
The guidewire was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. Puncture and insertion of the sheath were straightforward. Placement of the 0.018 wire was uncomplicated. Threading the wire through the easy-guide lumen and positioning of the impella catheter in the left ventricle were also trouble-free. However, removing the wire from the impella cp was not possible. The 0.018 wire could not be withdrawn from the impella cp. Therefore, the decision was made to remove the impella catheter, including the 0.018 wire, from the patient via the sheath and to implant another impella cp with smartassist catheter. The patient is doing very well after the primary percutaneous coronary intervention with the second impella catheter. The patient was on a general ward and was scheduled to be discharged home in the next few days.

Manufacturer narrative:
Investigation summary: insertion/removal issue: the cause of the insertion/removal issue was unable to be determined as limited clinical details were provided.